Event description:
It was reported that the patient presented for an atrial revision procedure. Prior to the procedure, it was noted that the atrial lead had dislodged and exhibited failure to capture and failure to sense. The atrial lead was capped and replaced on (B)(6) 2024. The patient was in stable condition throughout the procedure.